Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred while the patient was in an active sensor session. On (B)(6) 2025, the sensor was ¿faulty¿. The patient experienced a seizure and at that time the patient was climbing at high altitude. The patient experienced ¿crazy high cgm levels¿, and the cgm reading was 265 mg/dl. The reporter however believes that the cgm was inaccurate at that time. Before the paramedics were called and unspecified error message was seen on the dexcom display that could not be confirmed. The patient was brought to the hospital where they were admitted for a total of 3 days. The blood pressure would have gone ¿very high¿. A fingerstick was taken at the hospital, but no specific values were reported and the cgm device had been removed at that time due to an MRI. Levetiracetam, lamotrigine, donepezil, and amlodipine were mentioned as treatment, but it is unknown if all are directly related to the event of the seizure. There was no documentation of further medical evaluation or intervention. Around the time of the event the patient was experiencing inaccuracies because the patient is a side sleeper. They got a very low cgm reading when the patient was not low, but no specific values were reported. At the time of the report the patient was back home and it was understood that the patient had recovered. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "it was reported that an adverse event occurred while the patient was in an active sensor session." And "data has been requested but is pending evaluation. A follow up report will be submitted upon completion." B5 describe event or problem - additional. H2 correction/additional. H6 medical device problem code - coorrection. H6 investigation conclusion - additional.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred while the patient was in an active sensor session. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator.